Event description:
The customer stated that he had been hospitalized one week prior to his call for high blood glucose levels. He did not mention what his actual blood glucose levels were. The customer said that he was not wearing his continued glucose monitor at the time and because of that, he was unable to give himself a bolus. He believed that was the reason why he had high blood glucose levels. At the time of the call, his blood glucose was 81 mg/dl. The customer was taught how to change his carbohydrate ratios. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.